Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - product code: additional product codes: gbo, lje e3 - occupation: family caregiver is also msn, rn, np . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown cholecystectomy tube dislodged after placement in a male patient of unknown age. According to the patient's family member, who served as the caregiver, the tube was placed on (B)(6) 2024 and was removed on (B)(6) 2023, after it had migrated/dislodged to the skin surface. The drain was initially sutured to an unknown fixation device. Customer provided photographs reveal an unknown 10.2 fr mac-loc drainage catheter coming from the patient's skin insertion site, with suture and securement device still attached to the drain but no longer to the patient's skin. An unknown tube was attached to the mac-loc hub. The patient resided in an assisted living facility and was ambulatory with a walker. He was also able to sit up to a chair and ride in a car. He had no movement restrictions while in bed. The family care provider was the caretaker of the tube and the cholecystectomy site. She irrigated the tube, cared for the tube insertion site, and replaced the dressing. She noted difficulty in monitoring catheter position during catheter care. Because she did not know the length of the drain, she was not able to objectively relay her concern to the care team that the drainage tube might be dislodged. She also stated that, later during dressing changes, she did not notice that the drain was still sutured to the fixation device. When the catheter was noted to have dislodged, the patient had two more weeks to go until he visited the surgeon to make the decision to pull the drain. During an emergency room visit, imaging was performed, and it was confirmed that the device was out of position. The attending physician made the decision to pull the drain and have the family monitor the patients' symptoms. Upon removal, there was blood noted pooling at the skin site, and the drainage tip was noted to be displaced from the gallbladder and coiled up between tissue and the skin. The patient experienced pain at the insertion site and during flushing of the drainage catheter. After removal, the patient recovered without sequalae. As reported, the patient required no additional procedures or experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that an unknown cholecystostomy tube dislodged after placement in a male patient of unknown age. According to the patient's family member, who served as the caregiver, the tube was placed on (B)(6) 2024 and was removed on (B)(6) 2023, after it had migrated/dislodged to the skin surface. The drain was initially sutured to an unknown fixation device. Customer provided photographs reveal an unknown 10.2 fr mac-loc drainage catheter coming from the patient's skin insertion site, with suture and securement device still attached to the drain but no longer to the patient's skin. An unknown tube was attached to the mac-loc hub. The patient resided in an assisted living facility and was ambulatory with a walker. He was also able to sit up to a chair and ride in a car. He had no movement restrictions while in bed. The family care provider was the caretaker of the tube and the cholecystostomy site. She irrigated the tube, cared for the tube insertion site, and replaced the dressing. She noted difficulty in monitoring catheter position during catheter care. Because she did not know the length of the drain, she was not able to objectively relay her concern to the care team that the drainage tube might be dislodged. She also stated that, later during dressing changes, she did not notice that the drain was still sutured to the fixation device. When the catheter was noted to have dislodged, the patient had two more weeks to go until he visited the surgeon to make the decision to pull the drain. During an emergency room visit, imaging was performed, and it was confirmed that the device was out of position. The attending physician made the decision to pull the drain and have the family monitor the patients' symptoms. Upon removal, there was blood noted pooling at the skin site, and the drainage tip was noted to be displaced from the gallbladder and coiled up between tissue and the skin. The patient experienced pain at the insertion site and during flushing of the drainage catheter. After removal, the patient recovered without sequalae. As reported, the patient required no additional procedures or experienced any adverse effects due to this occurrence. Reviews of the documentation including the complaint history, quality control procedures, and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, multiple images were provided that show migration of the catheter from the patient¿s body. There is evidence of the suture string being wrapped around the catheter shaft near the mac-loc adaptor, along with adhesive near the proximal end, indicating the device was initially secured at the time of placement. The device is also supplied with a catheter fixation device intended to further secure the catheter upon placement. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of nonconforming products related to the reported failure mode. A review of the device history record (DHR) could not be completed due to the lack of lot information. An expanded review of sales records covering the three-year period did not yield sufficient information to narrow down the lot number or product description associated with the complaint device. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided by a review of the dmr, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, a review of images provided, and the results of this investigation, it was concluded that catheter dislodgement was possibly caused by unintentional force due to patient mobility. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.